Manufacturer narrative:
Mesh exposure occurred - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2008. Post-operatively approx three months later, it was found that the patient had developed a mesh exposure. As a result, the patient had an excision of the mesh which resolved the event.